Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and thrombosis are known adverse events listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager nc 3.5-15. Guide wire: bmw universal 2. Guide cath: launcher al 1 7f. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5 x 15 promus stent was implanted on (B)(6) 2010. A no-cross occurred with the ultrasound catheter and a rotablator was used. The balloon catheter and stent delivery system (sds) had no issues. Post-dilatation was performed and ultrasound confirmed that the stent was properly placed. On (B)(6) 2010 the patient checked in to the hospital for chest pain. Aspiration and balloon angioplasty was performed twice with a non-abbott balloon catheter to treat thrombosis. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.